Event description:
It was reported that a hospital's vns therapy programming handheld was freezing up. Troubleshooting via performing a reset of the handheld resolved the issue. Handheld is not being returned to manufacturer at this time, as user facility is still going to use it.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.